Event description:
A male patient called lifecor customer support stating that, when he swapped battery packs the one that was in the monitor showed a battery fault, when placed in the charger. The battery pack that was in the charger showed a full charge, when placed into the monitor. Support requested the patient place the suspect battery pack back into the monitor. The suspect pack showed 1/2 charge. When placed on the charger the patient stated it would get hot to the touch and show only the battery fault light. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.